Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, resulting in the ilet entering bg run mode and displaying repeated pairing failed messages; no other devices were connected to the cgm, and the user ultimately replaced the sensor, which is consistent with an intermittent communication failure involving the device¿s electrical and magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem with intermittent communication failure attributed to the device¿s antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.